Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. No information on item and batch number.

Event description:
It has been reported by a dermatologist that a patient who has been operated of a knee prosthesis (vanguard rocc) in (B)(6) 2017 had an appearance of eczema at the level of the prosthesis after 2 months in-vivo. In this patient, there is a notion of allergy to costume jewelries (potential allergy to nickel). The dermatologist wants to know if there is nickel in the composition of this implant and wants to obtain the different components of the prosthesis to realize patch tests.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated / not correct. However, product specifications were reviewed and showed that nickel is not part of the components of the vanguard rocc products. Root cause of the allergic reaction is not related to the presence of nickel in the products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00149.